Manufacturer narrative:
Initial reporter phone: (B)(6). Upon receipt at the boston scientific post market laboratory the sheath was first visually inspected, and no abnormalities were found. Next, the sheath was pressure and leak tested, only passing some of the required specifications. Microscopic visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air flowed into the sheath when attempting to aspirate. During a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Initial aspiration of the sheath occurred without any issues, but as soon as the tip of the catheter was inserted into the sheath, several milliliters of air flowed into the sheath. The air was difficult to remove because air kept being sucked into the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The sheath has been received for analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. Initial aspiration of the sheath occurred without any issues, but as soon as the tip of the catheter was inserted into the sheath, several milliliters of air flowed into the sheath. The air was difficult to remove because air kept being sucked into the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6).